Event description:
A malfunction on the pump was reported by the caller with no notable events occurring prior to this. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue without recurrence. Customer acknowledged the instructions and was advised to contact support if the malfunction recurs.